Event description:
It was reported that during surgery, four closure tops were stripped and two screws were disassembled. New closure tops and screws were used to complete the case. There was a 30-minute delay without any impact on the patient. This is report four of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the threads are fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2023-00356 through 3012447612-2023-00361.

Event description:
It was reported that during surgery, four closure tops were stripped and two screws were disassembled. New closure tops and screws were used to complete the case. There was a 30-minute delay without any impact on the patient. This is report four of six for this event.